Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) was partially removed from service due to a malfunction. The rate sensing portion was capped, and the shocking portion remains implanted. A bipolar tined lead (0010) was implanted.